Event description:
The treating doctor reported that the patient had symptoms of a tooth fracture and tooth extraction of tooth 2.5 resulting in tooth loss.no additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." Potential root cause not identified. Align's clinical review noted that the complaint was reported through an additional aligners prescription and that review of available scans and intraoral photographs indicated tooth 2.5 had a prior root canal treatment and a misadjusted crown. The planned orthodontic movements for tooth 2.5 included 0.9 mm of extrusion, 0.6 mm of buccal translation, 0.8 mm of mesialization, and 12.9 degrees of mesial rotation. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.